Event description:
It was reported that the catheter had migrated a couple times. No patient symptoms were reported and no further details were provided. (Refer to manufacturer report # 3004209178-2013-03558 for final resolution).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient had a total of 4 revisions due to displaced catheters. They do not know why they kept coming out of place. The patient denied injuries etc. It was thought that it could be an anatomical issue because she was very, very tiny and petite. There had been nothing wrong with the catheters at all; they just kept coming out of the intrathecal space. The dates of revisions were (B)(6) 2012 and (B)(6) 2013. The symptoms for each case were pain and lack of relief. The dislodgements were confirmed by CT each time. The patient had been fine since the last revision and receiving effective therapy.